Event description:
It was reported that a user experienced loss of continuous glucose readings on the ilet display while the dexcom g7 app continued to show glucose data, consistent with a communication or pairing issue between the ilet and the cgm. Symptoms included no clinical symptoms reported and a fingerstick-equivalent value of 166 mg/dl entered manually upon request. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included telephone troubleshooting, education on switching cgm configuration between g6 and g7, and re-entry of the four-digit pairing code. Investigation of this case revealed that the system re-pairing process was initiated and the user was informed that reconnection could take up to 30 minutes. It was concluded that the event was due to cgm-to-ilet signal loss with restoration steps provided and no adverse health effects reported.